Manufacturer narrative:
One unopened knife sample was received in a blister for the report of poor cutting. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record related to the provided lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned unopened sample was found to be conforming therefore, poor cutting of the knife as described in the complaint was not confirmed. However, since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint sample was not returned, the exact root cause for this complaint is unknown and specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that four knives exhibited poor cutting performance during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional information cannot be anticipated for this report.